Event description:
It was reported that the pump battery was unresponsive. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to customer's blood glucose. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.